Event description:
Spoke with pt about malfunction: cadd ms3 pump, sn #(B)(4). Per pt the pump was reading she had 0.2ml but giving blockage detected error, however, the pump was actually dry. Fault occurred while in use. No clinical injury reported. Yes device available for investigation, and replacement pump to be sent. No other info known. Dose or amount: 40 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.